Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) more frequently. The patient underwent an ipg replacement procedure in which an MRI capable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.